Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level reported. Technical support provided complete instructions for resetting the pump, and after the reset, the error did not display again, allowing the customer to successfully start a new sensor session.